Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. A visual, functional and dimensional inspection was performed on the returned device. The reported material rupture was not confirmed. The reported physical resistance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported physical resistance appears to be related to circumstances of the procedure; however, the reported material rupture could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the left anterior descending (lad) artery. The 2.0x23 mini vision stent delivery system (sds) was advanced to the lesion with resistance noted due to the anatomy. The balloon appeared to be ruptured during attempted initial inflation. The device was withdrawn with no issue. The 2.0x15mm mini vision sds was advanced however the stent struts were noted to be flared. The device was removed without issue. The procedure was completed with another mini vision sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.